Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated and falsely depressed sodium results generated from an alinity c processing module and provided the following data: customer normal range is 136 - 145 mmol/l sample ID (B)(6) initial result was 120 and repeat on another analyzer was 144 mmol/l. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Event description:
The customer reported falsely elevated and falsely depressed sodium results generated from an alinity c processing module and provided the following data: customer normal range is 136 - 145 mmol/l sample ID (B)(6)initial result was 120 and repeat on another analyzer was 144 mmol/l. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
The alinity c processing module, serial # (B)(6)was evaluated, and upon assessment it was found that the waste line was disconnected from the ict aspiration pump. The line was reconnected resolving the issue. No additional discrepant result issues have been reported since. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional service tickets associated with the customer reported event. A review of tracking and trending did not identify a trend for the ict check valve or the alinity with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformances or potential non-conformances for the ict check valve as it relates to the customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.